Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After patient use, the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)02" (compression tracking error) error message. No patient involvement.